Manufacturer narrative:
Device not returned.

Event description:
Nurse drew blood from patient, she activated the safety device and it broke off completely, leaving the needle exposed, resulting in a needle stick injury. No further information was provided.

Manufacturer narrative:
Investigation report attached on retained samples only, actual device was not returned. Device not returned.

Event description:
Nurse drew blood from patient, she activated the safety device and it broke off completely, leaving the needle exposed, resulting in a needle stick injury. No further information was provided.